Manufacturer narrative:
Unit received with partially broken off reservoir tube lip. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture and slightly peeling end cap address label.

Event description:
The customer reported via phone call the insulin pump had a crack / broken off reservoir tube lip the customer¿s blood glucose was 138 mg/dl at the time of incident. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.